Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the infection was not determined. The patient was given a 1 week supply of antibiotics to resolve the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: m943899a, serial# unknown, product type: accessory; product ID: 977a260, serial# va1x94c027, implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient re-reporting that the doctor that implanted their ins in their back, put it in the wrong place. It was reported that the patient had their ins then moved to their hip about a month ago. The patient stated that following having the ins relocated, they did not have their device turned on for one week to allow it to heal. The patient added additional information stating that once they turned the ins on following the relocation of their ins to their hip, they developed an infection. The patient stated that the infection started almost immediately. The patient further clarified that they had the ins relocated in september and following the ins relocation that is when the patient developed an infection (towards the end of (B)(6) 2019). The patient stated that where they removed the ins from the initial location in their back healed fine, but the new ins location in their hip was inflamed, hot, and oozed a little bit. The patient stated that they did a culture and they were told to get to the doctor right away. The patient stated that this last week they started trying to use the recharging belt and that it is when they notice that due to relocating their ins to their hip they couldn't use the recharge belt anymore. The patient stated that if they use the recharging belt and stand up to walk it falls down due to the location change of their ins the patient stated that because of this they put the controller in their bra when they charge and place the recharger over their hip . The patient confirmed that the events noted above all started as a result of the ins relocation. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator spinal pain. It was reported that the device was originally implanted in the wrong spots. The stimulation was in the middle of her back and she needed stimulation in her legs. The patient had both a lead revision as well as a pocket revision, moving the battery from directly over the spine to her left flank area on (B)(6) 2019. On (B)(6) 2019, the patient was getting a lot of pulsing that felt like it was going to her heart and she was having a heart attack. The patient decreased stimulation and the pulsing went away. Additional information was received from a manufacturer representative regarding the patient. It was reported that as of (B)(6) 2019, the therapy issues have not entirely been resolved, but her pain at her previous battery site has subsided. There were no further complications reported or anticipated.